Event description:
It was reported that the device was giving false air in line alarms intermittently while being used on patient, but the same cassette was working fine with other pumps. There was patient involvement, and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. Functional testing was unable to duplicate the reported problem. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.